Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an unspecified elevated lactate dehydrogenase (ldh) along with a plasma free hemoglobin (hgb) of 50 and haptoglobin of less than 8. The implanting center did not find anything concerning during lvad interrogation, but due to the clinical symptoms, were concerned for possible pump thrombus. A representative of the manufacturer's technical services team reviewed the submitted system controller log file. The log file did not contain attributes which would suspect the presence of thrombus within the lvad motor chamber; however that did not mean that thrombus was not present in the circulatory loop. On (B)(6) 2017, it was reported that the patient was found to have been intravascularly dry and the lvad inflow cannula was rubbing against the papillary muscle of the mitral valve, inducing ventricular tachycardia (vt). The episodes of vt resolved post unspecified medication management and volume repletion. Reportedly, the patient did not have pump thrombus. The patient¿s ldh decreased and the patient was discharged from the center on an unspecified date.

Manufacturer narrative:
The report of a malpositioned inflow conduit could not be confirmed through this evaluation because the device is not available for investigation and no images showing the misalignment were provided. A correlation between the device and the reported elevated ldh cannot be conclusively determined. The patient was intravascularly dry and their inflow conduit was reportedly rubbing against the papillary muscle of the patient's mitral valve causing ventricular tachycardia. The episode resolved with medication management and volume repletion. The patient¿s ldh decreased and was discharged. The submitted system controller log file revealed normal pump parameters while the device was operating at the set speed of 9200 rpms. The patient remained on vad support until they were transplanted on (B)(6) 2017. The pump was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.